Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensed noise, high thresholds and high impedance measurements due to lead fracture and insulation issues. Surgical intervention was performed, and the rv was capped. No additional adverse patient effects were reported.